Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective stimulation due to high impedances with the extensions. Surgical intervention was undertaken, and the extensions were explanted and replaced. During the procedure, the extensions also sheared of the end of the lead. No intervention is planned for the lead.

Manufacturer narrative:
The report of ¿high impedance¿ was not confirmed. Analysis of extension b did not identify any damage or anomalies, and it passed output resistance and inter-channel continuity testing. The root cause of the reported high impedance is unknown as the returned extension a exhibited normal device characteristics during analysis.